Event description:
It was reported that the surgeon (B)(6) was performing a uvulopalatopharyngoplasty (uppp) surgical procedure using a coblator ii surgery system. Intra-operative, the surgeon noted that the pt was experiencing massive bleeding due to the allegedly weak power from the controller. The surgery was completed with the assistance of additional electro-surgical means, however, the manufacturer was unable to confirm the specific device(s) used. The reported event caused a surgical delay of approximately 30 minutes. Multiple attempts to gain additional information regarding this event were made, however, no additional information has been received.

Manufacturer narrative:
The pt's age and gender have been requested but were not received.